Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Event description:
Healthcare professional reported, left side deflation. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, creases fold, wear abrasion and yellow encapsulation. Leak test was performed, and found opening on posterior. A microscopic analysis was performed which identify, sharp opening in the posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease sharp in the posterior side assessed, as to fold flaw opening.